Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with a fingerstick glucose of 396 mg/dl and a concurrent high reading on a dexcom g7, after changing all infusion and sensor supplies; the user reported no site leakage and was advised to replace all supplies, which they completed without assistance. Customer care provided support that included a review of the event history and user-reported troubleshooting steps. Investigation of this case revealed an unclear cause of hyperglycemia, with no observed device alarm or site failure reported by the user. No clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.